Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. On 5/11/24 customer went to the emergency room with a blood glucose level reported as "high"; specific value was not provided. Customer had administrated a manual correction injection to address bg. Customer was treated with an IV fluids of saline and insulin. Customer was discharged from the emergency room later the same day with no permanent damage. Customer reloaded the cartridge to resolve the issue and continued to use pump for insulin therapy.